Event description:
Caller reported a cartridge alarm 20 occurrence. Customer's blood glucose level did not exceed 500 mg/dl during the event. Technical support assisted the customer in loading a new cartridge, and the issue was resolved as the customer successfully resumed insulin therapy.